Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The monitor was fully functional upon receipt. The cable connecting the distribution node to the rear therapy electrodes was physically damaged. The damage likely occurred during device removal and did not cause or contribute to the treatment or death, as the device was able to detect the pt's rhythm and deliver a treatment while in use. The malfunction of electrode belt sn (B)(4) was originally reported on MDR # 3008642652-2014-00902. MFR date: monitor: 08/2013 - reuse; electrode belt: 06/2013 - reuse.

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Zoll customer support was notified via download data that a (B)(6) female pt was treated. Further investigation revealed that the pt subsequently passed away. The lifevest delivered an inappropriate treatments at 12:28:53 during atrial fibrillation with a rapid ventricular response (195 bpm). The post-shock rhythm remained atrial fibrillation. The rapid atrial fibrillation contributed to the false detection. The response buttons were not used during the event. It is unk whether the pt was conscious during the treatment event. The pt was taken to the hospital following the treatment and passed away.